Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0062679. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety device did not engage during use. The following information was provided by the initial reporter, translated from french to english: "when inserting a catheter, the safety device did not engage when the mandrel was removed. The needle was therefore removed without any protection, which could have led to a risk of pricking." "Have you observed any damage or defect on the catheter that may have caused the reported problem? No. Can this defect be due to incorrect handling? No, because this device has been in widespread use for many years without malfunctioning. Have you been in direct contact with the patient's blood or the product used? No. Is the incriminated device contaminated by a dangerous product or blood? Yes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety device did not engage during use. The following information was provided by the initial reporter, translated from french to english: "when inserting a catheter, the safety device did not engage when the mandrel was removed. The needle was therefore removed without any protection, which could have led to a risk of pricking." "Have you observed any damage or defect on the catheter that may have caused the reported problem? No. Can this defect be due to incorrect handling? No, because this device has been in widespread use for many years without malfunctioning. Have you been in direct contact with the patient's blood or the product used? No. Is the incriminated device contaminated by a dangerous product or blood? Yes."